Event description:
It was reported that the solution in the bd ultra-fine¿ insulin syringe was "dark" while aspirating it. The following information was provided by the initial reporter, translated from japanese to english: "when aspirating the drug solution into a syringe, the hcp noticed that the solution looked dark (became dark in color)."

Manufacturer narrative:
H6: investigation summary: customer returned (1) 3/10cc, 12.7mm syringe filled with approximately 3 units of a liquid in the barrel. Customer states that when aspirating the drug solution into a syringe, the hcp noticed that the solution looked dark (became dark in color). The returned syringe was examined and exhibited smeared ink on the outer surface of the barrel from the 0-5 unit markings. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink). Root cause: notifications and maintenance dispatch (l2l) were reviewed, and no nonconformances or dispatches were noted for missing print. Root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the solution in the bd ultra-fine¿ insulin syringe was "dark" while aspirating it. The following information was provided by the initial reporter, translated from (B)(6) to english: "when aspirating the drug solution into a syringe, the hcp noticed that the solution looked dark (became dark in color)."